Manufacturer narrative:
Initial.

Event description:
It was reported that a user pairing a new dexcom g7 continuous glucose monitor (cgm) with the ilet experienced a brief loss of sensor glucose display on the ilet, indicated by loss of glucose reading, after initial successful pairing and warmup completion; readings resumed during the call without intervention. No adverse clinical symptoms reported. Outcomes included no dosing suspension beyond a brief display interruption and no medical intervention or hospitalization. User support included user education and real-time confirmation of restored sensor communication. Investigation of this case revealed transient sensor signal interruption that self-resolved, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal loss consistent with external or transient conditions, not a confirmed ilet device failure.